Event description:
Reportedly, patient expired after an implant duration of 0.03 month, due to unknown reasons. Unknown if patient death is device related. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.